Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic sleeve procedure on 03/09/2016 and topical skin adhesive was used. The patient developed a rash. The topical skin adhesive was removed from the patient. Additional information has been requested.